Event description:
It was reported that the pt was taken to the operating room and hip was exposed. The cup had migrated and loosened. The surgeon decided to remove the head and trunnion to gain access to the acetabulum. Further info received on (B)(6) 2012, indicated that when they removed the trunnion, they noticed some markings on it. The patient's serum levels were slightly elevated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00326.